Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's driveline close to the exit site had many tears exposing the wires. The driveline was covered with rescue tape.

Manufacturer narrative:
Section d1 brand name: corrected. Section d3 manufacturer information: additional information. Section d4 catalog number: corrected. Section d4 primary UDI number: corrected. Section g1 contact office: additional information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
There were no abnormal system controller or pump faults associated with any possible conductor damage seen in the log files. The reported damage to the driveline appeared to be cosmetic.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of driveline damage was confirmed through the evaluation of the submitted photograph; however, the reported event of exposed wires was not confirmed. A specific cause for the damage could not be conclusively determined through this evaluation. The submitted photograph captured damage to the pump cable outer jacket just distal to the patient's exit site. The armor layer also appeared to be damaged in this location, exposing the underlying bionate layer. Further review of the submitted photograph could not confirm the report of exposed wires. The submitted controller event log file contained events from (B)(6) 2023 through (B)(6) 2023, per the timestamps. No notable events or alarms were captured. The pump appeared to function as intended at the set speed. The patient remains ongoing on the heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), with no further events reported at this time. No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 5 ¿surgical procedures¿ cautions the user that sharp bends, twists, or kinks in the driveline may make it more susceptible to wear and fatigue over time. Section 6 ¿patient care and management¿ cautions the user to avoid pulling on or moving the driveline. This section further cautions: "do not twist, kink, or sharply bend the driveline, system controller power cables, the power module patient cable, or the mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible. Damage to the driveline or cables could cause the left ventricular assist device to stop. If the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten.¿ section 6 also instructs the user to check the driveline daily for signs of damage, such as cuts, holes, or tears and urges patients to inform their hospital contact immediately if they find signs of driveline damage. Section 7 ¿alarms and troubleshooting¿ provides additional instructions regarding driveline care in a sub-section entitled "what not to do: driveline and cables". Section 8 ¿equipment storage and care¿ states: "as needed, clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap." The hm 3 lvas patient handbook, rev. D, is also currently available. Section 4 ¿living with the heartmate iii¿ contains information regarding how to clean and care for the driveline. This section instructs the user to check the driveline daily for signs of damage and to call your hospital contact right away if the driveline is damaged. Section 4 also instructs the user to ¿keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid.¿ section 5 ¿alarms and troubleshooting¿ cautions the user not to twist, kink, or sharply bend the driveline. No further information was provided. The manufacturer is closing the file on this event.